Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when the patient presented in clinic for follow-up, upon interrogation the device was showing 3 months to eri. In (B)(6) 2017, the device was showing 2.5 years to eri. Abbott technical support confirmed that the programmer overestimated the longevity of the device and indicated the device was reaching eri; however, there was no indication of premature battery depletion. No further intervention was performed at this time, the patient was stable and will be monitored.

Manufacturer narrative:
The field complaint of a battery longevity issue could not be verified with the programmer. During analysis, a current ICD was interrogated with a different programmer then battery life and voltage measurements were noted. The icds were then interrogated with the suspect programmer and it displayed the same voltage and time. No anomalies found at the time of analysis; the programmer was functioning normally.